Event description:
Patient was implanted in (B)(6) 2013 for fractures of the radius and ulna. Patient went to nonunion on both forearm fractures. Patient was returned to the operating room on (B)(6) 2013 for removal of radius hardware and revision to another plate. The procedure was successfully completed. Ulnar fracture to be revised at a later date. This report is 1 of 2 for complaint 63795.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.